Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgical intervention may be pending to address the issue.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. It is unknown if the ipg was set to surgery mode while the patient underwent an unrelated surgical procedure. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.